Event description:
Additional information was received that catheter resistance occurred in the distal section. It was noted that it did not seem that there was any damage to the pipeline pushwire or catheter. The cause of the event was unknown.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex shield and phenom 27 catheter were returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen without issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel passed through the catheter hub, lumen, and tip without issues. Conclusion: based on the returned device, the customer report of "failure to open at the distal" was confirmed as the braid's distal end was not open and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. The customer reported that the braid was not positioned in the vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. In the event, the vessel tortuosity and damage to the braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance during delivery" was not confirmed, as no damages were found with the pushwire and catheter. In addition, no issue was found when pushing the pushwire out from the catheter lumen. The cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. H6. Coding updated based on analysis findings medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal segment and experienced resistance in the phenom 27 micro catheter. The patient was undergoing treatment for an ruptured, saccular aneurysm located in the left internal carotid-posterior communicating (ic-pc) area. The aneurysm was located in the c7 segment. The max diameter was 7mm and the neck diameter was 5mm. The patient's vessel tortuosity was strong. The landing zone was 2.8mm distal and 5mm proximal. It was reported that the pipeline tip could not be opened, and did not open later when it was outside the patient. The pipeline was not located in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No other steps were taken to open the device. The pipeline was resheathed and retrieved with the microcatheter. Some resistance had been noted during delivery due to strong bending of the m1 segment from the internal carotid. The was no particular problems with the phenom 27 microcatheter. The patient did not experience any health damage. There were no postoperative findings related to blood flow contrast. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228467637); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.